Event description:
It was reported that trifuse extension set broke off during a continuous infusion of vasopressin. The customer stated the extension set broke at the connection to an unspecified mating device. There was no patient harm or medical interventions required per customer. The event occurred in the cticu. Although requested, no further details were provided by the customer.

Manufacturer narrative:
Additional information added to: b7, & d11. Correction; h.6. (Patient code and device code). The customer¿s report that the trifuse extension set broke off (separated) was confirmed. Visual inspection observed that the extension set was separated at the engagement between the tubing to one of the four bonded maxzero¿s outlet ports. Closer inspection observed that the tubing had insufficient solvent applied at the engagement during manufacturing process. Functional testing could not be performed due to the set¿s separation and obvious leaking that would occur. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No damages or other anomalies were observed. Dimensional testing was performed on the outer diameter of the separated tubing and was measured to be within the specifications. The root cause was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that trifuse extension set broke off during use. Although requested, no further details were provided by the customer for this event.